Event description:
It was reported that a spectrum pump did not detect an upstream occlusion. This issue was described as, ¿clamped off at 13.1 volume, ran whole infusion and never alarmed, it said it gave the whole infusion but nothing ever came out, passed the test twice after this test. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.